Manufacturer narrative:
(B)(4). Evaluation of the incident forceps found the connector housing was melted and broken. All pieces of the broken housing were returned with the forceps. Although the exact cause of the damage couldn't be determined, the damage is consistent with that seen when the forceps come into contact with other devices during sterilization. The instructions for use state when sterilizing forceps, avoid contact between cords, plug connectors, and other metal instruments to extend the life of the product.

Event description:
The customer reported the plug end of the forceps broke during the procedure. Particles broke off and fell to the floor. Nothing fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4).the return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.